Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2023, it was reported that the patient reported that her cgm was providing her with ¿high readings¿ (no specific values were reported) and the patient was self-treating those high values with insulin injections. No bg meter comparison values were taken. After 2-3 days of administering insulin for the high cgm values, the patient started to feel weak and dizzy. There was no report of what the cgm was displaying at this time. The patient went to the emergency room (ER) for evaluation, and it was found that her bg level was ¿low¿ (no specific value was reported). Therefore, the patient realized she had been dosing herself with insulin in response to falsely elevated cgm values, which then caused her bg level to drop. The patient discontinued using the cgm device while in the hospital. The patient could not recall the specific medication and treatment she was provided. She was admitted to the hospital and discharged home after 4 days. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.